Manufacturer narrative:
D9 - date returned to MFR:01-jun-2026. H3 and h6 codes: updated. The suspect pump was returned for evaluation. No service history was found within the past 12 months. Visual inspection and functional testing were conducted, during which the device displayed a red screen with error code lec 45639. The complainant¿s allegation was confirmed. The root cause of the issue was traced to the main board, and the problem was resolved by replacing the main board.

Event description:
It was reported that the device presented a red screen. There was no reported patient involvement or harm.

Manufacturer narrative:
B3: (B)(6) 2026 was the reported month/year of the event, but the exact day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.